Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient changed positions in bed and felt a painful, shocking, pinching sensation. Stimulation was then turned off. The patient declined to turn stimulation on during the call. The patient could not reach their stimulator. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported there was nothing wrong with the devices. The change in body position caused a change in stimulation sensation and reducing the amplitude resolved the issue. The patient was doing great and therapy was working well.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va08nju, implanted: (B)(6) 2014, product type: lead. (B)(4).